Event description:
It was reported that, following a tvt procedure, the pt developed urinary retention. The procedure was completed under spinal anesthesia. The physician was confident that the tape placement was correct and he was able to pass an 8 hegar after the procedure. Post operatively, the pt could only void lying down. After 7 weeks, the physician performed cystometrics and decided to cut the tape. The pt is currently incontinent with some urgency symptoms, which are being treated with medication.